Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after loading images for an upcoming case, the system abruptly gave a "no video detected" error and went into a script window and "locked up." Rebooting the system seemed to resolve the issue temporarily, but issue kept happening. Technical services (ts) suspected a faulty computer was causing the issue. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: computer 9735764r nav with pcoip s8 svc cable 9735785 dp to mini-dp s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of 9735786r provided the lot number 2227g00569. The hardware was returned and analysis was performed. The computer booted up when main power was applied. After a short run time period, the computer stayed powered up but lost image to monitor due to failed a graphics card. None of of the dp ports were operable. Power to the computer remained on during analysis. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.